Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. The peritonitis event was manifested by abdominal pain and confusion. On the same day as onset, the patient was hospitalized for the event. On an unreported date, during hospitalization, the patient began treatment for the peritonitis with unknown antibiotic intravenously (dose not reported). At the time of the report, the patient was completing an intraperitoneal treatment course with unknown antibiotics (daily for 14 days, dose not reported). At the time of this report, the patient was recovering from the event. Action taken with peritoneal dialysis was not reported. No additional information is available.